Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Additionally, air bubbles were observed. Reportedly, the pump supplies were changed to address the issue. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 204-350 mg/dl.